Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident area 2 and area 3 stations were confirmed that the critical override notice was no longer present. A technical support specialist investigated, and issue was attributed to synchronization server problems, which were resolved, restoring normal system operation as verified by the customer. The system functioned as intended when the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server stations were in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.